Manufacturer narrative:
Further information received stated that the patient got up to urinate and did not unhook from the ventilator causing the unit to tip over and damage the side cover and display housing. No patient harm was reported. The side cover kit, rear handle, and front cover for user interface was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. There are no indications of ventilator malfunction. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 11/23/2022. Corrected manufacture date: 11/17/2022.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the equipment fell. There was no patient harm. Manufacturer's ref #: (B)(4).